Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: bd acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4) (hemolysis) was appropriate. Root cause description: bd acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the event description confirmed pic (B)(4) (hemolysis) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® cat (clot activator tube) plus blood collection had hemolysis. No serious injury or medical intervention.